Event description:
A customer contacted baxter technical services (bts) regarding assistance with a hi drain 107 alarm at the start of therapy on the homechoice machine (hc). The home patient (hp) stated that friday night he put up 2.5% dextrose instead of 1.5% dextrose because he wanted to pull off more water. The hp stated he was expecting a high drain because he does tidal therapy. The hp stated that saturday morning he got the high drain alarm, but could not clear it. The hp stated that every time he turns on the hc it shows the high drain alarm message. The technical service representative (tsr) advised the hp that they simply need to press go. The therapy is tidal with a total volume of 9000ml, total time of 9:00, fill volume of 1500ml, tidal percentage of 80%, total ultrafiltration of 500ml, and last fill volume of 0ml. The tsr checked the therapy log and found the ultrafiltration for drain 7 of 7 was 2046ml. The tsr advised the hp that when they use stronger solution he should be adjusting the total ultrafiltration in the programming because of the tidal therapy. The tsr requested to swap the hc and the hp stated he wanted to speak with his nurse first. The hp stated he felt no ill effects from the high drain and just wanted to clear it so he could use the hc tonight. The hc unit was operational. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This device is not available for evaluation. Therefore, the reported condition could not be confirmed, and the root cause could not be determined. Should the device and/or any additional information become available a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Correction: clarification: the reported alarm meets increased intra-peritoneal volume (iipv) event criteria. Correction: based on the customer reported information, the cause was determined to be use error, tidal total ultrafiltration removal set too low for the use of a higher than usual dextrose solution. Additional information: a service history review was performed, revealing the device has not been previously sent into service for the reported condition and previous servicing did not contribute to the reported condition. A device history review was performed, revealing that no exceptions related to the reported condition were noted during the manufacturing of this device. Homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. Pg 12-30 has the warning that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation. " section 13 "topic 4: tidal therapy" gives the trainer instructions on how to properly set tidal therapy values. On pg 13-9 the instructions state "a good starting point would be, at a minimum, to review a drain history over the previous seven treatment days. The total amount of uf over the seven days should be added and then divided by seven to obtain an average daily uf goal." The suggested setting for total uf is described on pg 12-30 as "seventy percent of the normal night uf is a good starting point for determining the optimum total uf. "